Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open hernia repair, the patient was forced to undergo surgery to repair the abdominal wall with mesh, and in addition to this first mesh, the surgeon placed a flat mesh which are placed in bridge being in contact which generates a space with seroma type collection. The patient had surgery again to remove the mesh and control the infection. After 8 days, they had an approval to schedule a new surgery for reconstruction of the wall with a third mesh biological implant. The third mesh was then implanted and on top of it, they placed a second mesh, since the surgeon preferred to give greater resistance to the wall. The patient evolved adequately, but at 50 days arrives with abdominal pain and output of hematopurulent content. The patient was taken to surgery and the findings were not reinforced wall and the non-integrated third mesh. Medical or surgical intervention was required. In order to complete the case, the mesh was removed and it was proceeded to the closing under second intension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.